Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. After removal from the pt, the capsule was still on the delivery system and then it fell onto the floor. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (2007).